Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 87,994 joules. The procedure was completed with a second fiber. There was no patient injury.